Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24-sept-2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported: the patient was agitated. The nurse immediately went to check and found that the patient's complexion was cyanotic, but the electrocardiogram blood oxygen monitoring showed 100%, which was inconsistent with the clinical manifestations. The nurse immediately used a portable finger pulse oximeter to recheck, and the blood oxygen level was only 78%. Then, she checked the electrocardiogram blood oxygen probe again and confirmed that the probe was worn on the patient's finger, but the monitor still wrongly displayed 100%. The blood oxygen probe malfunctioned. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips was advised that on 2026-01-18 at 02:18, it was reported that the patient was agitated and the patient's complexion was cyanotic. When checking the patients spo2 the nurse confirmed that the spo2 probe was worn on the patient's finger, and the blood oxygen monitoring showed 100% which was inconsistent with the clinical manifestations. The nurse immediately used a portable finger pulse oximeter to recheck the spo2, and the blood oxygen level was 78%. Following the desaturation event, the patient's oxygen was increased to 5 l/min until the patient returned to baseline. It was stated that the patient is "currently back to normal". Based on the results of the provided analysis, it was determined that the product had malfunctioned and the most likely cause of the reported problem was a faulty spo2 probe. It was unclear if the faulty component is a philips product. The issue was resolved when the customer's equipment department replaced the spo2 probe, the equipment returned to normal use.

Event description:
It was indicated the patient was admitted for chest tightness and dyspnea, for which the patient was placed on supplemental oxygen, continuous ECG and spo2 monitoring and inotropic and diuretic therapy. Following the desaturation event, the patient's oxygen was increased to 5 l/min until the patient returned to baseline. Then the spo2 sensor was exchanged to resolve the issue. The patient has fully recovered